Manufacturer narrative:
N event regarding seating/locking issue involving a unitrax sleeve was reported. Conclusion: based on the provided information it has been determined that this event is associated with an off-label application. The surgical protocol for the untrax unipolar system, lit. No. Lunist 2.5m 07/01, was reviewed and noted the following: step 4: impact modular adaptor sleeve after stem implantation, impact modular adaptor sleeve (v-40,¿ c-taper, or 2-52) onto implanted stem with two or three mallet blows to the unitrax® head sleeve impactor. Step 5: impact unitrax® /reduce femur impact the unitrax® head component onto the adaptor with two or three mallet blows. Based on the event description, it was reported that the sleeve was assembled in the unitrax head and brought to the surgeon. When the surgeon turned the construct over to implant it, the sleeve fell out. The sleeve was re-inserted into the head, and the construct was impacted on the stem. This event is off label as the sleeve should have been impacted onto the stem before it was assembled to the head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary procedure, left hip hemiarthroplasty, direct anterior approach. It was reported that the sleeve was assembled in the unitrax head and brought to the surgeon. When the surgeon turned the construct over to implant it, the sleeve fell out. The sleeve was re-inserted into the head and the construct was impacted on the stem. The construct would not lock. The construct was brought to the back table and another head/sleeve construct (same catalog number, different lot number) was used and performed as expected. Surgery was completed successfully with a delay of approximately 5 minutes. Rep confirmed that no further information will be available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, left hip hemiarthroplasty, direct anterior approach. It was reported that the sleeve was assembled in the unitrax head and brought to the surgeon. When the surgeon turned the construct over to implant it, the sleeve fell out. The sleeve was re-inserted into the head, and the construct was impacted on the stem. The construct would not lock. The construct was brought to the back table and another head/ sleeve construct (same catalog number, different lot number) was used and performed as expected. Surgery was completed successfully with a delay of approximately 5 minutes. Rep confirmed that no further information will be available.